Event description:
It was reported that a programming error was performed by a healthcare professional. The type of drug in the patient's pump was being changed, and a bridge bolus was not performed at the time of the change to an intermediary saline. Consequently, when the new drug (prialt) was made available in the pump, and a priming bolus was performed, the patient received a "significant bolus of his old drug combination that had not yet cleared his catheter". The patient experienced an inability to use his legs, and his blood pressure dropped "dramatically". The clinic brought the patient to the ER where he was given intravenous fluids and he fully recovered. The old drugs used within the pump were dilaudid, bupivacaine, and clonidine. The new drug used within the pump was prialt. No additional information was available at the time of this submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8709sc lot# serial# (B)(4), product type catheter product ID, 8598a lot# serial# (B)(4), product type catheter. (B)(4).